Event description:
The customer reported a "xray on" error message displayed on the system and they detected a low voltage. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The system was repaired, found to be operating as intended, and related to the customer for use.